Event description:
History scoliosis, spinal fusion (2 titanium rods, 12 screws) at (B)(6) 2013, no known allergies) at (B)(6) years old, never tested for metals reaction, few months after developing ongoing reaction to gluten, onion, garlic, soy, nickel, cobalt, lanolin formaldehyde, chromium, plus resulting no answers, wrong diagnosis, I had horrible body rashes , severe diarrhea, awful gi, vision issues, severe rls, psychotic nocturnal panic attacks, anxiety, muscle weakness, pain down leg, rod pain upper back as I am very thin. Still in pain but work out a lot. Was on commuter train on way home post gym, under 0 stress experienced increased heart rate per (B)(6). 170 plus bpm, called my mom, she said get off train now and get help immediately. Was near clinic in (B)(6), they confirmed via EKG hy prolonged elevated hr 170's, clinic immediately called ambulance, taken to (B)(6) ER, hr still up, after waiting in wait room, was taken in to rule out pulmonary embolism (ruled out), blood work all pretty normal, no diagnosis made. I had steroid injection few days before at (B)(6). None of my (B)(6) doctors have answers. I'm a fit (B)(6) year old. No further incidence but medical doctor won't give any further injections till cleared by cardiac doctor who doesn't know as 30 day heart monitor worn but broke half way through, results looked ok for time worn, no definitive answers. Studies I've read show some possible correlation I'm afraid. Could have resulted from food allergies post work out. Usually you die during physical activity from food and other allergies. Please help me understand what I can do as now I'm told I need to have spine surgery redone with thinner rods very soon. I don't want to die. What's going on? Please help me get answers. Thank you.